Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shocking impedance for this patient's right ventricular (rv) lead. During the time of the low impedance measurement, the patient was undergoing an echocardiogram test which is believed to have caused some electromagnetic interference (emi) leading to the measurement. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.